Event description:
A caller reported an occlusion alarm on their device, which resulted in the customer's blood glucose level reaching 510 mg/dl. The customer managed the high blood glucose level by administering a correction injection via manual dose injection. The issue was resolved by changing the infusion set and cartridge before resuming insulin delivery.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.